Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately 3 years and 8 months after tavr, svd was observed, and the patient was hospitalized for heart failure was undergoing treatment. The patient experienced cpa (cardiopulmonary arrest) with los (low output syndrome) and ECMO and iabp were inserted. Emergency intervention was required and tav in tav was performed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was unable to be confirmed based on unavailability of medical records and imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. The reported event is an anticipated risk of the transcatheter heart valve procedure; additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b3, and b5 updated/corrected.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately 3 years and 8 months after tavr, svd was observed, and the patient was hospitalized for heart failure was undergoing treatment. The patient experienced cpa (cardiopulmonary arrest) with los (low output syndrome) and ECMO and iabp were inserted. Emergency intervention was required and tav in tav was performed. Additional information was obtained from the cs that the patient's specific symptoms of svd was calcification, increased pressure gradient, and aortic stenosis (as).